Manufacturer narrative:
Device evaluated by manufacturer and h6. Evaluation codes: updated. D3, g1,2 email is: (B)(6). One device was received. Per visual inspection, the enclosure was cracked on the bottom near drain/quick connector fitting, water tank was cracked on the left side screw hole and drain/quick connector fitting was corroded. Per functional testing, water was leaking from the bottom near drain/quick connector fitting and water also leaked from the water tank cover where it was cracked on the left corner screw hole. The complaint was confirmed. The root cause was the enclosure and water tank cover were cracked. It was unknown what caused the condition. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. Replaced enclosure and water tank cover, drain/quick connector fitting, membrane switch, hl-390 switch label, o-rings, and reservoir gasket. Performed preventative maintenance (pm) and calibrated. The device passed all functional and delivery tests.

Manufacturer narrative:
B3: date of event and d4: UDI number is unknown, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the fluid warmer was leaking. Patient involvement unknown.